Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter states patient tested 5.7 inr on the coaguchek xs plus system while a comparison lab returned as 2.5 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.